Event description:
The customer reported that when an alarm activated on the ventilator, the facility's remote alarm did not sound. The ventilator was not in use, therefore, there was no patient harm or involvement. If the ventilator's remote alarm is not functional, when an audible alarm is activated on the ventilator the facility's remote alarm system may not sound. The respironics service technician confirmed the customer reported problem. The service technician replaced the main pcb board to correct the problem. Extended self testing (est) and performance verification testing was completed and all tests passed per operating specifications.